Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the wire had broken off during use but the embedded condition of wire cannot be confirmed as no x-rays/pictures were provided for evaluation. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part #: 292.160s, lot #: 8l59411, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 15 sep 2021, expiry date: 01 sep 2031. Non-sterile part: part #: 292.160.10, lot #: 314p811, device history review : part: 292.160.10 , lot: 314p811 , manufacturing site: balsthal, release to warehouse date: 04.aug.2021. A manufacturing record evaluation was performed for the finished device 292.160.10 lot number 314p811, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a humerus fracture fixation procedure, the kirschner wire broke. A fragment could not be removed and remained in the bone. The procedure was successfully completed without surgical delay. There is no further information available. This report is for one (1) kirschner wire ø 1.6 mm with trocar tip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.